Event description:
It was reported that a failure occurred. There was no patient harm. Manufacturer´s reference #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia system had a leakage. Our field service engineer visited the hospital and investigated the anesthesia system and concluded that the patient cassette caused the leakage. There are no logs available to confirm the reported issue. As the issue was solved by cleaning, the most probable cause is that dirt, particles or dust from the absorber had stuck on the connections, seals or membranes and thus causing problems to seal properly.